Event description:
It is reported by patient's counsel that patient underwent a total left hip arthroplasty in 1999. Post-op, the patient experienced pain and an x-ray in 2007, showed fracture. The patient was revised the following month.

Manufacturer narrative:
Device and x-rays are not available for review. Patient information such as build, weight during implant and during fracture, details of activity level and age are not known. Type of stem, liner and shell used are unknown. No engineering analysis could be completed with available information. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.